Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, nurse reported pt was hospitalized while wearing the infusion device. Nurse would not provide add'l details, including pt's name, but name was gathered by searching the infusion device serial number. Pt called back on 01/21/2011, and reported the details surrounding the hospitalization. On (B)(6) 2011, at 4:30 a.m., husband noticed pt was snoring and her face was gray. Husband tested her blood glucose and it was 20 mg/dl. Husband called 911 and the paramedics came. She was transported and admitted to the hospital, taken off the infusion device for 20 mins, and treated with a glucose IV. She was discharged from the hospital on (B)(6) 2011. Pt delivered a 3 unit meal bolus the night before the event, and blood glucose was 170 mg/dl at 11 p.m. She did not deliver add'l insulin for this reading. Time and basal rates were programmed correctly on the infusion device. Pt had not consumed alcohol. Target blood glucose is 150-200 mg/dl. F/u was completed with pt on (B)(6) 2011. Pt believes she miscalculated her carbohydrates the night before the event and that this caused her blood glucose to decrease. No product was requested for eval.